Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 9mm proximal of the distal markerband. An examination of the balloon material identified no further issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6atm and was simply pulled out from the patient's body without any problem. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous shunt. A 5.00mm/ 2.0cm/5 0cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6atm and was simply pulled out from the patient's body without any problem. The procedure was completed with a different device. There were no patient complications reported.